Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025 which resulted in diabetic ketoacidosis. The insertion site was abdomen. The patient noticed symptoms a couple of seconds after insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.